Event description:
Physician was attempting to treat a severely calcified lesion with 85 - 90% stenosis in the circumflex - left anterior descending (cx - lad) using an endeavor resolute drug eluting stent. The vessel was moderately tortuous. The lesion was pre dilated with a 2.0 x 15mm balloon inflated once to 9atms. It was reported that physician noted the shaft of the device was broken while advancing the device. The whole system was withdrawn. The device was removed from packaging, inspected and prepped prior to use with no issues noted. It was reported that the stent deformed in vivo during positioning. It is unknown if resistance was encountered when advancing the device or if excessive force was used during attempted delivery. Physician believes events were due to use of the device in difficult lesion morphology/anatomy. The procedure was completed using another endeavor resolute drug eluting stent. There was no injury to patient.

Manufacturer narrative:
Evaluation results: patient condition affected effectiveness of device (difficult lesion morphology/anatomy). Inherent risk of procedure (stent deformation). (No device received for evaluation). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (difficult lesion morphology/anatomy). Known inherent risk of procedure (stent deformation). (B)(4).

Manufacturer narrative:
Evaluation results: deformation problem (stent deformation).

Event description:
Device evaluation: hypotube is kinked at 18.3cm distal to the strain relief and detached a further 1.2cm along the hypotube. Both ends of the hypotube were oval and jagged at the detachment site. The stent was positioned on the balloon between the inner shaft markers as per specification requirements. The 5th, 11th, 12th and 13th distal segments were misaligned with slightly raised struts, the 18th, 19th and 20th distal segments were deformed. The lesion stenosis was 80%-90% and not 85% - 90% stenosis as previously reported. Please note that this device (endeavor resolute) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.